Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). While recovering in the post anesthesia care unit, the patient became hypotensive. A pericardiocentesis was performed and 7cc of fluid was aspirated. No patient complications were reported.